Event description:
During a laparoscopic cholecystectomy, a ligaclip 12 mm endoscopic rotating multiple clip applier deployed a clip that did not close appropriately on the vessel. Rather than the 2 sides of the clip coming together, they crossed when the clip was closed by the surgeon. The ligaclip clip applier also dropped a clip inside the patient after the surgeon utilized the device. The surgeon removed the crossed clips and a new ligaclip clip applier was opened and utilized.